Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported a vent inop condition due to post timer/24v failure. Patient was removed from the ventilator and placed on a different ventilator. There was patient involvement with no harm to the patient.